Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was failing to advance into left ventricular (lv) lead. The lead was not used. The physician continued to use another lv lead and completed the procedure. There were no patient consequences throughout.

Manufacturer narrative:
The reported event of the guidewire failure to advance through the lead was confirmed. A complete lead was returned in one piece. The guidewire insertion test found the guidewire could not pass through the lead. Visual inspection and destructive analysis of the lead found the inner coil clogged with blood at the guidewire obstruction region.